Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 451 mg/dl. Reportedly, the customer experienced moderate ketone levels identified as life threatening by a health care provider. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.